Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the drive manifold assembly, and leak tests passed okay. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine service visit, the cardiosave intra-aortic balloon pump (iabp) failed leak tests. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine service visit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed leak tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.